Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that bolus was not delivered due to pump was suspended. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and found that the insulin was not "squirting out" during the fill tubing process and they are able to exit the "load reservoir" process. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and selftest, no unexpected bolus stopped alarms and prime/fill anomalies were noted during testing. Successfully downloaded history files and traces using thump. Reviewed the alarm history screen on the pump and could not determine any bolus stopped alarms or related anomalies since the screen had june 4, 2025 as the earliest date. The p-cap locks properly into the reservoir compartment. The pump was cut open and no moisture or physical damage were noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, pillowing keypad overlay, and scratched case. No bolus stopped alarms and prime/fill anomaly were not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.